Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A non-boston scientific catheter and the main coil were returned. The main coil was outside the catheter. The main coil was stretched, and the interlocking arm was detached. Functional testing could not be performed since the device was returned incomplete. Microscopic inspection confirmed that the interlocking arm of the main coil was detached.

Event description:
Reportable based on device investigations completed on 20jan2023. It was reported that the coil was stuck in the catheter. A 10mm x 30cm pe f-idc interlock was selected for use in the embolization of a splenic aneurysm. During the procedure when this device was deployed, it was noted that the coil could not be advanced in 1/3 of the deploying process. The physician tried for several times to advance the coil slowly but failed. In addition, the coil could not be withdrawn. The device was slowly withdrawn together with the microcatheter. After the procedure, the coil and the microcatheter were checked, which revealed that the coil had been stuck in the middle of the catheter. Later, the coil was taken out, which was found to be stretched. There were no patient complications reported, and the patient is stable. However, device investigations revealed that the interlocking arm of the main coil was detached.